Event description:
The facility's tech reported an infusion pump with an 812:02 failure code. The tech stated that there have been no reports of any pt incident involving the pump since the last baxter svc event. It was unk if this failure occurred during pt use or biomed testing.